Manufacturer narrative:
Investigation results: device analysis findings: the device was implanted; therefore, a technical analysis was unable to be performed. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the embold device confirmed that the event of "material protrusion / extrusion" is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported that the coil was protruding from the target lesion. An embold? Fibered was selected for use to treat a gastric aneurysm. The target lesion was a mildly calcified aneurysm sac measuring 8cm x 6cm, and the parent vessel was mildly tortuous. The sac was accessed with a 2.8 non-boston scientific microcatheter. After approximately 18cm of the coil was advanced out of the microcatheter, the decision was made to retract the coil. The coil began to stretch almost immediately, resulting in the inability to remove the coil. The coil was deployed, with the stretched filament hanging out of the aneurysm sac and extending into the parent vessel. No additional intervention was performed, and the procedure was completed. There were no patient complications as a result of this event.